Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 483 mg/dl with large ketones. Reportedly, the customer did not know the reason for the high bg level. The customer was admitted to the emergency room (ER) and was treated with intravenous (IV) drip which consisted of insulin and fluids. The customer was in the ER for approximately 3 hours and was eventually admitted to the intensive care unit (ICU). When the customer left the ER, bg level was at 237 mg/dl and the customer reported to have felt better overall, bg level was stabilizing, and the customer reported slight stomach pain. Reportedly, the customer was transferred to the ICU for diabetic ketoacidosis (dka). To address high bg level, the customer delivered a correction bolus from the pump, connected new tubing and a new site to the existing cartridge, and resumed insulin delivery from the pump. The customer was treated with IV drip consisting of insulin and fluids in the ICU. At the time of the report, the customer's bg level was 120 mg/dl. Reportedly, the customer was released from the hospital on (B)(6) 2017 and no permanent damage was reported.